Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the anode and cathode conductor coils fractured at the distal end of suture sleeve, tied approximately 15.7 centimeters (cm) from terminal pin. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue. The location of the damage site suggests the fracture was a result of stress due to the suture sleeve.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead and right atrial (ra) lead experienced system revision procedure. Both the rv and ra lead exhibited pacing impedance measurements greater than 2500 ohms. Additionally there was loss of capture (loc) in both the atrium and ventricle. Both leads were explanted and successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.